Manufacturer narrative:
Patient age, gender, and weight are unknown. It was reported the patient was (B)(6). (B)(4) relates to (B)(4) for the reported events of balloon burst and balloon deflation issue. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information was received reporting that the inflation device used during the procedure was not a bsc device. It was reported there were no issues with this inflation device and the same inflation device was used to complete the procedure.

Manufacturer narrative:
Visual examination of the device revealed the catheter to be broken at 1025mm distal to the strain relief. The catheter was also found to be damaged; evidence of severe stretching and compression was noted. The balloon portion of the device was found to be partially inflated and dried contrast media was noted inside the balloon. Functional testing was performed; the shaft was clamped and the balloon was inflated to 10 atmospheres. No leaks were noted. The balloon was removed from the shaft to check for any damage to the fingers, no damage was noted to the fingers. The fingers were removed to check for any blockage, however no blockage was noted and no other defects were noted to the device. The damage noted to the catheter is consistent with force used while pulling the device during withdrawal. Balloon deflation issues can occur due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a maxforce biliary balloon dilatation catheter was used during a common bile duct dilatation procedure performed on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, the balloon was inflated with water in the common bile duct. The balloon was attempted to be deflated, however the balloon would not deflate. It was reported that force was used in an attempt to withdraw the device through the endoscope, and the balloon burst. After the balloon burst, the device still could not be withdrawn from the endoscope, therefore the endoscope and the device were removed together. It was confirmed that no pieces of the balloon detached inside the patient and no visible issues were noted to the catheter of the device. The procedure was completed with another maxforce biliary balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a maxforce biliary balloon dilatation catheter was used during a common bile duct dilatation procedure performed on (B)(6) 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, the balloon was inflated with water in the common bile duct. The balloon was attempted to be deflated, however the balloon would not deflate. It was reported that force was used in an attempt to withdraw the device through the endoscope, and the balloon burst. After the balloon burst, the device still could not be withdrawn from the endoscope, therefore the endoscope and the device were removed together. It was confirmed that no pieces of the balloon detached inside the patient and no visible issues were noted to the catheter of the device. The procedure was completed with another maxforce biliary balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a maxforce biliary balloon dilatation catheter was used during a common bile duct dilatation procedure performed on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, the balloon was inflated with water in the common bile duct. The balloon was attempted to be deflated, however the balloon would not deflate. It was reported that force was used in an attempt to withdraw the device through the endoscope, and the balloon burst. After the balloon burst, the device still could not be withdrawn from the endoscope, therefore the endoscope and the device were removed together. It was confirmed that no pieces of the balloon detached inside the patient and no visible issues were noted to the catheter of the device. The procedure was completed with another maxforce biliary balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.